Event description:
As reported, in 2008, this patient underwent endovascular repair of an abdominal aortic aneurysm using core excluder aaa endoprostheses. A reintervention took place approx two months later, to repair a proximal type I endoleak using an aortic extender component. The endoleak resolved and the patient is doing fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.